Event description:
Baxter continu-flo IV tubing. The male luer adapter broke off into the luer activated valve when detaching from pt's IV. Rn did not notice at first that IV tubing had broken. Valve remained open and blood back flowed into tubing and out of valve. IV tubing replaced. Pt not harmed. FDA safety report ID # (B)(4).